Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's external pulse generator was broken. The product was returned to service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of broken connector, the ventricular connector was cracked. It was additionally noted that the hanger assembly was worn. Both the connectors and the hanger assembly were replaced and the device then passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.